Manufacturer narrative:
The returned valve is in its original packaging. It is not possible to change the pressure setting through the packaging. However, once the valve is taken out of the package, the pressure setting could be done without any problem. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. The root cause of this failure is not identified.

Event description:
The problem occurred before implanting the device when it was trying to program the valve included in the sterile blister, following the standard procedure recommended by the manufacturer. The problem is that the valve mechanism was blocked and it could not be changed the opening presion from the position sent by the manufacturer (200 mmh2o). The customer tried ,without success, performing this change with two different programmers. On the other hand, the product specialist in prim, tried to change the position of the valve with another programmer, but it did not work either. The faulty unit is available to return for your evaluation (this is an unopened unit).